Manufacturer narrative:
An event regarding altr involving a v40 cocr lfit head 36mm/+10 was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as no medical records were received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for lot and sterile lots. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information and no product received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to altr.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to altr.